Manufacturer narrative:
(B)(4). A follow up report will be submitted after philips obtains more information concerning this event.

Event description:
The customer reported that during care of a patient they got messages stating that shocks were not delivered and messages to "press pads firmly." The customer has stated that the patient may not have received the treatment required. The outcome of the patient has not yet been reported by the customer.